Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 46 events were reported for this quarter. Product return status: 3 devices were received. 43 device investigation types have not yet been determined. Additional information: 46 devices were not labeled for single-use. 46 devices were not reprocessed or reused.

Event description:
This report summarizes 46 malfunction events in which the device reportedly overheated. 46 events had no patient involvement; no patient impact.

Event description:
This report summarizes 46 malfunction events in which the device reportedly overheated. - 45 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 46 previously reported events are included in this follow-up record. Product return status 26 devices were received. 20 devices were not available for evaluation.